Event description:
It was reported that during a follow up, high hv lead impedance was observed. During dft testing the device failed to convert and the patient was defibrillated externally. The device was found in backup vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of backup vvi reset mode was confirmed in the laboratory. The reset was caused by a power-on reset which occurred during high voltage therapy delivery. X-ray inspection of the device found a broken can wire. It is believed that the device went into reset during high voltage therapy delivery due to the broken wire.